Event description:
A customer contacted company regarding wrong results reported on four patient samples that were generated by the synchron lx20pro instrument. The results from patient a to d were reported out of the lab. The doctor questioned mg result from patient a. The customer ran patient a sample on another instrument in their lab and obtained normal results. A corrected report has been issued for patient a. The customer then ran qc test on the synchron lx20pro instrument and found to be an unacceptable. The customer re-tested patient b, c, and d samples on another instrument in their lab. Corrected reports have been issued for patients: b, c, d. Based on available information, no treatment was initiated or withheld as a result of this event.